Event description:
The surgery was completed and the rn was putting a sterile fluff sponge on the incision. A small crawling bug was noticed on the side of the dressing away from the patient. The rn immediately removed the sponge off the surgical incision before the bug touched the patients skin. The product packaging appeared intact prior to the staff opening it. To the best of our knowledge the bug was in the package and was alive. We have retained the gauze and will return it to the company if requested to do so. No change in the patient's plan of care as a result of the event.